Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with colored water. After filling, visual inspection of the sample showed that the unit leaked at the junction of the stress member and the tubing. The root cause was determined to be a manufacturing defect due to a lack of solvent in the bonding process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on january 5, 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor leaked at, "the level of the seal between the body of the infusor and the patient line." This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.